Manufacturer narrative:
The pod was received deployed. Download data shows device delivered 1323 pulses before being deactivated. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The needle mechanism was manually reset to the not deployed state, and then manually deployed. No issues were seen during this test. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause pain. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or bent cannula to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient¿s blood glucose reached 390 mg/dl and pain was experienced while wearing the pod between 1 and 4 hours. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. When removed the pod's cannula was found bent. As treatment, manual injections of insulin was given.